Event description:
The customer reported that the system would not turn on at all. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Circuit breaker 1 was reset. The system was then found to be operating as intended.